Manufacturer narrative:
(B)(6) .the reporter¿s complete address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the motor seized, jammed and was moving heavily. It was determined that the motor of the handpiece was defective and the coupling nose was worn. It was further determined that the device failed pretest for check the function with epd-console, check the attachment coupling and general condition. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor of the small battery drive device was getting hot while working and it smelled. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further review of this complaint, it was determined that the pretest failure check the function with epd-console was incorrect. The correct additional failure was check power with test bench, min 67 5 lo 110 w. If additional information should become available, a supplemental medwatch report will be submitted accordingly.